Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned. Initially a 35mm watchman flx closure device and delivery system (wds) was advanced, but after several recaptures, position was not adequate and the 35mm wds was exchanged for a 27mm wds. The was sheath was not flushed between exchanging of the wdss. Several recaptures were performed with the 27mm wds until position was adequate. While release criteria were being assessed, the physician observed a thrombus on the delivery system within the left atrium. The physician continued assessing release criteria and the closure device was released from the core wire. The physician then used a syringe to apply negative pressure while pulling the core wire back into the sheath. The thrombus was observed being sucked into the sheath. The devices were removed from the patient and two pieces of large clot were withdrawn from the sheath once outside the patient. The patient awoke from anesthesia without adverse affects.